Event description:
On an unknown date in 2010, the patient underwent a decompressive craniectomy using a gore preclude® dura substitute(pdx). On an unknown date in (B)(6) 2014, the patient presented to the dermatology department of the hospital with pus formation on his head skin. The patient was treated with medication. On an unknown date in (B)(6) 2015, no improvement was seen with the pus. The patient was transferred to the neurosurgery department and was diagnosed with an infection of the pdx. On (B)(6) 2015, the pus was eliminated and washed. The pdx was replaced with another dura membrane. The patient is doing well as of (B)(6) 2015.

Manufacturer narrative:
Date of implant: this date was an estimation. The exact date of implant was unknown.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. The device was not returned to gore, so no further investigation could be performed.